Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the force bipolar instrument was observed to have a loose component. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter could not provide further details regarding the reported event.